Event description:
It was reported that the implantable cardioverter defibrillator was explanted and replaced due to the battery advisory. No further information was available.

Event description:
New information on 2/8/2019 stated the patient was in stable condition throughout the event.

Manufacturer narrative:
Additional information: failure to interrogate. Corrected information: premature discharge of battery.

Event description:
New information received notes device was not able to be interrogated prior to device replacement. Correction: device was explanted due to premature battery depletion.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.